Event description:
Six month old medtronic insulin pump, noticed a crack on the seam, below the window that shows the syringe. Did not drop the pump, been on one for more than 30 yrs, know how to take care of them. Do not have the serial number, already returned. Pump was 6 months old. Under warranty, but I did not get a new pump in return. They sent me a reconditioned pump with a new case.